Event description:
It was reported that the device had been broken/damaged. No patient involvement.

Event description:
It was reported that the device had been broken/damaged. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken rear case and right iui. Replaced contaminated rear case and left iui. Replaced discolored membrane frame. Replaced u4 on display pcb for segment dim. Lvp bezel post recall completed. Latch spring torsion 8100, pivot latch 8100 a review of the device history record for sn (B)(6) was performed from date of manufacture 12/01/2015 to the present date 01/11/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the door assembly there are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Dim u4 display segments/1143616, iui damages/ca-2018-0161, the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. H3 other text: device has been serviced.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 12/01/2015 to the present date 01/11/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had been broken/damaged. No patient involvement.